Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a depleted battery alarm was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries were replaced to correct the reported condition.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of depleted battery alarm was confirmed through the event history due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a depleted battery alarm. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention related to this event. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. No additional information is available.